Event description:
Customer reported an intermittent spo2 readings from the passport 2 monitor, may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replaced spo2 cable and replaced co2 exhaust connector. Unit was calibrated and safety tested to factory's specifications.